Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, d8, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the device was reprocessed with a different procedure from the instruction manual. Additionally, it was confirmed that the facility had 5 olympus endoscope reprocessor-6 units, and the water filters, which should have been changed every 2 months, were being changed every 2 years. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: instructions: acecide 6% disinfectant solution endoscope reprocessors olympus endoscope reprocessor-6 operation manual chapter 7 routine maintenance 7.3 replacing the water filter (maj-2317) replace the water filter at least once in two months to prevent contamination of the rinse water. ¿ replace the water filter at least once in two months. If the performance of the water filter decreases, bacteria in tap water may not be removed sufficiently and may contaminate the equipment piping. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor water filters were replaced once every 2 years instead of once every 2 months, and the user facility staff irregularly disinfected the water supply pipes approximately once every 1-2 months after replacing the water filters. As a result, the scope was insufficiently reprocessed. No patient infections or injuries were reported.